Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.74mm x 2.25mm in size. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during central processing, the monopolar cautery instrument was found to have a broken tip. No known impact or patient consequence was reported.